Manufacturer narrative:
(B)(4). The customer reported that the unit failed to recognize the battery. The unit was evaluated at philips and the reported issue could not be verified. This battery was less than 2 years old and needed calibration and charging. The battery was charged and calibrated and both the unit and battery were returned to the customer site. We could not determine the cause as the issue could not be recreated.

Event description:
The customer reported that the unit failed to recognize the battery.